Manufacturer narrative:
MFR received date: 26 sep 2019. Report sources: user facility. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Event date: (B)(6) 2019. Date of report: 02oct2019. No evaluation was performed as it was an inquiry for a part ID. The part ID was provided to the customer. The support service, when doing a follow with the customer was informed that the issue was resolved after replacing the touchscreen.

Event description:
The customer reported a touchscreen failure and requesting a part ID. There was no patient involvement.